Event description:
In 2003 a dental implant was placed in my lower jaw, along with 2 other implants, but the device never functioned properly and in late 2005 I was referred by my family dentist to an oral surgeon/implant surgeon who surgically removed the defective implant. He was visibly and verbally disturbed by the quality of the device and the manner in which it had been placed. The implant seems to be a homemade or in-house device and is unlike any of the implant devices currently being marketed. The oral surgeon believes that the quality of the implant and the manner in which it was placed led to the failure of the implant and caused significant pain and suffering for me during its installation and during the 2+ years the device remained in my mouth. I have taken photographs of the removed device. From what we know, the implant was repeatedly removed, modified and reinstalled in my mouth.